Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the circumflex (cx) artery. Two xience sierra stents were implanted with no issue. A 3.50x33mm rx xience sierra stent delivery system (sds) was advanced and failed to cross the lesion. It was noted the stent dislodged from the balloon. The sds with the stent, were removed with slight resistance. No intervention was needed. The procedure was completed with a non-abbott sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.